Event description:
It was reported by the user facility that the handpiece would not register and it quit working during the procedure. There was a 30 minute delay to obtain a backup device. No additional anesthesia was required. The procedure was completed successfully with no medical intervention, and no adverse consequences reported.